Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16828. It was reported that the patient presented in clinic for follow-up. Interrogation revealed right ventricular (rv) undersensing, elevated threshold and r-wave amp variation. The left ventricular (lv) lead exhibited loss of capture. It was noted that the patient fell on the floor 2 days after the implant. The leads were reprogrammed. The rv lead was explanted and replaced on (B)(6) 2019 and the lv lead was repositioned. The patient was stable throughout.

Event description:
New information states that the leads were dislodged.

Manufacturer narrative:
The reported events were dislodgement, under sensing problem, and capturing problem. As received, a complete lead with the helix retracted was returned for analysis. After cleaning and by applying torque directly to the inner coil, the helix could be extended and retracted, and the helix extension length met specification. The reported events of under sensing problem, and capturing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.